Event description:
Patient was revised to address loosening, poly wear and osteolysis.

Manufacturer narrative:
The products associated with this reported event were not returned for examination. The product codes and lot codes required to search the complaint database were not provided. The investigation could not draw any conclusions about the reported event based on the information provided. It was noted the products were implanted for approximately seventeen years prior to revision. Based on the performed investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the products and/or additional information be received, the investigation will be re-opened.